Manufacturer narrative:
The manufacturer was able to duplicate the reported problems. When the ventilator was powered on, there was a high pitched noise and also an audible alarm condition. The ventilator's turbine was seized. Internal inspection revealed traces of aluminum nodules in the lower housing of the turbine.

Event description:
It was reported that the ventilator was hot to the touch and was making a buzzing noise. The patient's father removed the patient from the ventilator and placed the patient on a backup ventilator. There was no audible alarm when the event occurred. No patient harm reported. The homecare dealer had tested the ventilator and reported that it had failed the check in performance verification test. The turbine was not spinning.